Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity of 2.5 years was observed between follow-up visits. It was also noted that despite the observation of satisfactory lead measurements, the output settings were high. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting premature battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. This device currently remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable pulse generator was suspected to be exhibiting premature battery depletion behavior. A decrease in the estimated battery longevity of 2.5 years was observed between follow-up visits. It was also noted that despite the observation of satisfactory lead measurements, the output settings were high. A copy of device memory was saved and submitted to technical services (ts) for review. Engineering analysis of device data confirmed premature battery depletion. A ts consultant discussed that the device is exhibiting premature battery depletion. The power consumption of this device has been increasing during the past year and is expected to continue to increase. Due to this anomaly, device replacement was recommended. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. Additional information: a product return request was submitted to the field. The field representative informed bsc that he didn't think the hospital had returned the device. Should additional information become available, a supplemental report will be submitted.